Manufacturer narrative:
The device in question has been returned to boston scientific, however, the investigation is still ongoing. Therefore cause of the user's experience remains unknown at this time. However, based on the event description provided by the hosp, the physician felt there may have been a slight kink when initially inserting the wire, yet proceeded to torque the wire to continue his access into an anterior communicating artery (acom) aneurysm". The precautions section of the directions for the (dfu) for this family of devices state "inspect guide wire prior to use for any surface irregularities and bends or kinks. Any guide wire damage may decrease the desired performance characteristics". In addition, the precautions also state "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip, damage to the catheter, or vessel perforation".

Event description:
It was reported that this guidewire was loaded into a microcatheter and was being manipulated inside the anterior cerebral artery (aca) during a coil embolization in the a1 segment of the brain vasculature. The physician reportedly felt there may have been a slight kink when inserting the wire initially, yet proceeded to torque the wire to continue his access into an anterior communicating artery (acom) aneurysm. Under fluoroscopy, the physician noticed there was no distal movement of the wire. When the physician removed the wire to inspect it, he had noticed the distal section of the wire had become detached in the microcatheter. The physician removed the microcatheter, along with the severed section, staying inside the catheter's lumen. Reportedly, both the guidewire and microcatheter were disposed of at the facility. The procedure was continued with another microcatheter and another guidewire (model and lot are the same), and when the second wire was loaded into the microcatheter, the wire sheared off into two pieces. This occurred outside the pt before insertion into the guide catheter. The procedure was continued with a third guidewire of the same model and lot number as the first two guide wires. The procedure was completed with the embolization of two detachable coils. The pt is reported to be doing well.